Event description:
Event description guidant received information that this ventricular implantable lead has an increase in impedances from 590 ohms to 1500 ohms in both unipolar and bipolar. The patient was sent home. The next day he came back into the ER complaining of not feeling right. The thresholds have increased to 6 volts. The lead has dislodged. It has been scheduled for a revision.